Manufacturer narrative:
A getinge field service engineer (fse) while on site for services, fse was informed that the unit displayed "maintenance may be required" while in use. Once the unit was powered off and the back on, it started up with an audible alarm and an "error code 14" fse did confirm the alarm and condition. Fse then disassembled the unit and recalibrated the pressure and vacuum regulators. After this, completed all required adjustments, performance tests and safety tests. Fse ran the unit for 2.5 hours while still on site with no further issues. Fse left the unit running on a trainer and balloon per the biomed's request for further performance confirmation on his part. The unit passed all testing and was approved for clinical.

Manufacturer narrative:
Due to character limitation. Initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed "maintenance may be required" while in use. When the unit was powered down and then back on, the unit alarmed and displayed an error code 14.